Manufacturer narrative:
The second resolute onyx stent was implanted in the rca during a staged procedure not during the index procedure. Lot number of the second resolute onyx stent was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated q-wave mi (target vessel-rca) 3rd udmi peri-pci and revascularization of the rca is target lesion pci, clinically driven revascularization as per clinical judgment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: dissection occurred during the staged procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca. Four days post index procedure during another procedure, the patient suffered myocardial infarction. Balloon angioplasty was then performed and a pci to rca is planned. It is unknown whether target vessels were involved. The investigator assessed the event as unlikely related to the index device and not related to the antiplatelet medication. Sponsor assessed the event as not related to the device or antiplatelet medication. The patient is reported to have recovered.

Manufacturer narrative:
Additional information: during index procedure, a grade f dissection occurred in the rca which was not caused by a medtronic stent. Stent with lot number 0008386907 previously reported as implanted, was opened but not used. A resolute onyx drug-eluting stent with an unknown lot number was implanted during index procedure. If information is provided in the future, a supplemental report will be issued.